Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display screen and cracked case near display window corners noted during visual inspection. The insulin pump had intermittent button response due to moisture damage on the keypad traces. There was moisture damage on the motor assembly. No moisture damaged noted on the electronic assembly.

Event description:
Customer called reporting that he was squirted with water and now his insulin pump has a button error that he cannot clear. He did not provide his blood glucose during the call. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.